Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer and imdrf annex a,b,c,d,g grids. Omit: a050701 - failure to align (2522), g0405203 - clamp, b21 - type of investigation not yet determined, c07 - mechanical problem identified, d01 - cause traced to device design a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an 8110 syringe pump was affected by syringe sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syringe pump was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.